Manufacturer narrative:
Isi received the sureform 45 curved-tip stapler instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. The instrument was installed onto the system with an in-house drape and seal. The instrument failed the recognition and engagement tests on three out of four attempts. On the attempt that passed engagement, the stapler initialized, clamped, fired, and unclamped without any issues. The grips opened and closed properly. There was no physical damage found. The in-house system error logs showed three error codes 22020 with a p3 value of 200ffffa indicating a roll hardstop engagement failure. The root cause of this is not determinable/applicable. Additionally, the instrument was found to have roll friction on the main tube. The root cause of this failure is attributed to manufacturing. The instrument was found to have 7 hi drivetrain friction failures based on log review, but not during in-house testing. The instrument was placed and driven on an in-house system. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The I-beam window was inspected and found no damages or lodged components. The root cause of this failure is not determinable/applicable. The bevel-spur combo gear was found to have friction. The root cause of this failure is attributed to component failure. The instrument was found to have imprecise roll motion. The root cause of this failure is not determinable/applicable. The stapler logs for this event were reviewed by a failure analysis engineer: logs show part number 480545-04, lot number t10220811-0033, was installed on the system 13 times and fired 5 reloads (2 green, 1 white, 2 green, in that order). The instrument successfully engaged with each install, however on install 5, no clamping or firing was attempted. On installs 7-13, the instrument failed to initialize with the system, with parameters indicating there was high drivetrain friction. On installs 1-4 and 6, all clamping attempts were completed successfully, and all 5 firings were completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no errors related to this stapler in the msc logs. A system log review was performed for this procedure: error 22020 was observed indicating a sureform 45 curved-tip stapler instrument experienced engagement failures. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved-tip stapler instrument fired a white reload which formed malformed staples. The surgeon replaced the instrument and fired over this malformed staple line to resolve and continue the procedure.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved-tip stapler instrument fired four reloads, then experienced engagement issues. An intuitive surgical inc. (Isi) clinical sales representative (csr) who was present during this event reported that the stapler's last fire was with a white reload, and it created malformed staples. The only errors that occurred during this event were recognition errors. The staples were noted to be malformed with the ends sticking out the top of the tissue. The surgeon replaced this stapler with a sureform 45 stapler instrument and fired over this last staple line, with malformed staples, with a new reload to continue the procedure. There was no bleeding due to this event, and the target tissue was lung parenchyma. The procedure was completed robotically. Isi contacted a nurse who was present during this event and additional information was obtained: the customer reported that there were no malformed staples. The stapler worked normally and then failed recognition. The customer also informed that the seal (likely the sheath) was stiff when using the stapler. The customer used lubricant after swapping to a sureform 45 stapler, which resolved the issue. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.